Event description:
It was reported to technical services on 10/24/2011 that this ra lead is far field sensing. The far field is only being marked when patient is having the v arrthymia which is short and did not lead to any therapy. Ts review episode and agree that only marking the far field when in v arrythmia as in the onset it is as vs and a blip on the a egm but is in blanking so not marked but when not normal sinus the far-field is farther out and being marked. Noted that vp is not being marked on the a egm. Ts discuss can consider going to fixed blanking on a blank after vsense to cover up the far-field and 85ms setting looks like it will be best option based on this episode. No adverse patient effects. Caller will discuss with dr and make changes next time pt in clinic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).